Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device on 7/31/00. The device was successfully deployed and the knot lowered, however hemostasis was incomplete. Manual compression was applied to achieve hemostasis. On 8/4/00 the pt presented with a hematoma, which was confirmed by ultrasound. The hematoma was infected, and the pt was taken to surgery for arterial repair with a patch graft. Sometime between same day or some days later the pt had a second procedure for debridement of tissue. The pt recovered and was discharged on 8/14/00.